Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called reporting a hospitalization due to low blood glucose levels. He stated that some time in mid april, he went really low. He does not know the exact number. He drank some juice and lost continence. After drinking the juice, customer's blood glucose level was 60 mg/dl. He was wearing the insulin pump, but the suspend feature was off. Since the feature was off, customer did not receive any alerts. Customer's wife called the ambulance and customer was taken to the hospital, treated, and released. Customer's current blood glucose level was 130 mg/dl. Nothing further was reported.